Manufacturer narrative:
Analysis confirmed the initial allegation of the desktop charger having broken connector pins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the desktop charger (dtc) connector pin was broken and they could not plug it into the ins re charger (insr). A replacement insr was sent. No further complications were reported/expected. Additional information received on (B)(6) 2017 from the rep reported that the insr/connector pin issue was still occurring and that insr will only sometimes show the 'plug' icon if the desktop charger is positioned correctly in the insr port. It was noted that the patient's ins was discharged. A new desktop charger was sent to the patient. No patient complications/symptoms were reported.